Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the programming was correct. There were multiple bolus corrections in the bolus history, which were done the day prior to the hospitalization. The nurse could not troubleshoot any further, but she stated that the customer could have over-bolused. Nothing further was reported.